Event description:
Spontaneous call from patient stating her cadd extension set is leaking just a tiny bit around the antisiphon valve. States she has had this issue 2 or 3 times in the last few months. Advised to change tubing. Lot number 3983998. No lapse in infusion or side effects due to malfunction. Patient has backup supplies. Infusion is life-sustaining. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No. Did we [MFR] replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved. Reported to (B)(6) by pt/caregiver.